Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis preparation, before flushing, a crack/breakage was observed in the red (arterial) luer adapter. There was a leak located at the luer adapter. No instrument was used to loosen or tighten the device. The cleaning agent used on the device was iodophor, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. A tego was not utilized. The method utilized to tighten the adapters was by hand. There were no other products being utilized with the device. There were no other defects or damages found on the product. The remedial action performed to address the issue was repairing the catheter by replacing the luer adapter with a domestic temporary luer adapter. A repair kit was not used. After the repair, the treatment had proceeded and completed. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis preparation, before flushing, a crack/breakage was observed in the red (arterial) luer adapter. There was a leak located at the luer adapter. No instrument was used to loosen or tighten the device. The cleaning agent used on the device was iodophor, and it was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointments to the area. A tego was not utilized. The method utilized to tighten the adapters was by hand. There were no other products being utilized with the device. There were no other defects or damages found on the product. The remedial action performed to address the issue was repairing the catheter by replacing the luer adapter with a domestic temporary catheter's luer adapter. A repair kit was not used. After the repair, the treatment had proceeded and completed. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a crack on the arterial luer adapter, with no other abnormalities observed on the device. It was reported that the luer adapter was leaking, cracked, or broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.